Event description:
It was initially reported that the patient was seen in the office in 2009, and his settings were at 1.75/30/500/30/1.8 and increased to 2.0/30/500/30/1.8. The nurse stated that the patient was taken off keppra and put vimpat the following month, because of an increase in seizures clusters. She states that they feel the increase in seizures was due to his change in medications and does not know if it was above baseline. She states, he continued to have seizure clusters and was put back on keppra the following month. He did well for a month and then started to have clusters again along with insomnia since about twelve days later. The patient was said to have a history of sleep apnea. But it was not indicated if this was pre-existing or if the vns therapy was contributing to either the insomnia or sleep apnea. The nurse then indicated that they would like to change her current settings from 2.0/30/500/30/1.8 back to 1.75/30/500/30/1.8 hoping that it will help with his insomnia. Good faith attempts to obtain additional information have been successful to date.